Event description:
My husband had a boston ICD implanted on (B)(6) 2019 model #a219 serial # (B)(4). It activated on (B)(6) 2021 2 times in 8 minutes he saw huge bright lights like a firecracker in front of his face. He thought he was shot. Went to the emergency room, boston rep ed arrived and read the ICD it was determined there was no reason for the activation 2 x. Rep changed the setting and said it wouldn't happen again. Checked by the cardiologist with the rep 2 days later, assured it was ok by the rep. It activated again on (B)(6) 2022. Went to the emergency room again. After being hooked up to the heart monitors and again the boston rep arrived and determined it activated without cause. Met with dr. And rep on (B)(6) now it is being recommended that he have the ICD removed and another replacement. He is undergoing more tests to be sure he can handle the surgery. The product is still implanted in his chest. Waiting for tests to ensure he can safely handle the surgery to remove and replace it. FDA safety report ID # (B)(4).